Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material exiting from the distal end" was confirmed - however, it was not possible to identify the material further. No physical damage of the device was confirmed at where the foreign material was detected, nor was there any confirmation of deviation from the instructions for use at the user facility. Therefore, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found foreign material was exiting from the device due to the clogging of the auxiliary channel. The reported issue (no angulation) was not confirmed during testing. Angulation in the up direction exceeded the specification. In addition, the distal end cover was scratched due to handling, the light guide lens was chipped due to handling, the adhesive on the bending section cover was cracked, the protector on the video cable section was damaged due to handling, and the insertion tube was slightly buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no angulation when the knob was turned on the subject device during an unspecified procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was exiting from the channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.